Manufacturer narrative:
A supplemental MDR is being submitted, due to the receipt of additional information. B2, b4, g3, and h2 have been updated. B5, h6: health effect - impact have been corrected.

Event description:
As reported through the partner 3 study, approximately 7 years and 4 months after a transcatheter aortic valve replacement, there was a tte done that noted moderate aortic stenosis of the 23mm sapien 3 valve, with a mean gradient of 29 mmhg and moderate aortic regurgitation. Per the medical record, the patient was admitted with shortness of breath and left extremity edema worsening over the previous two weeks. Per follow-up communication, a more recent echocardiogram report stated there is calcification on the leaflets, stenosis and increased gradients with aortic regurgitation. Per additional follow-up communication, a valve-in-valve procedure was scheduled, due to the calcification-related valve failure.

Event description:
As reported through the partner 3 study, approximately 7 years and 4 months after a transcatheter aortic valve replacement, there was a transthoracic echocardiogram done that noted moderate aortic stenosis of the 23mm sapien 3 valve, with a mean gradient of 29 mmhg and moderate aortic regurgitation (ar). Per the medical record, the patient was admitted with shortness of breath and left extremity edema worsening over the previous two weeks. Follow-up echo stated there is calcification on the leaflets, stenosis and increased gradients with ar.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors (chronic kidney disease on dialysis, hyperlipidemia, diabetes mellitus ii) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted, due to the receipt of additional information. B4, g3, and h2 have been updated. B5 has been corrected.

Event description:
As reported through the partner 3 study, approximately 7 years and 4 months after a transcatheter aortic valve replacement, there was a tte done that noted moderate aortic stenosis of the 23mm sapien 3 valve, with a mean gradient of 29 mmhg and moderate aortic regurgitation. Per the medical record, the patient was admitted with shortness of breath and left extremity edema worsening over the previous two weeks. Per follow-up communication, a more recent echocardiogram report stated there is calcification on the leaflets, stenosis and increased gradients with aortic regurgitation. Per additional follow-up communication, a valve-in-valve procedure was performed, due to the calcification-related valve failure.